Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a vacuum error message occurred during surgery. The surgery was stopped and then continued after checking the machine and changing the patient interface. There was no harm to the patient.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During technical onsite visit the field service engineer (fse) replaced twin tube, the connection, vacuum pump and application interface. The system meets service installation record. The possible root cause could be a faulty component of the vacuum system. The manufacturer internal reference number is: (B)(4).